Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data, and performed a full system check. The fse decontaminated the system and made recommendations to the customer on system cleanliness. It was then discovered that the customer was using probe wash 3 solution that was past expiry date. The fse replaced the reagent wash pump 1 due to wear and proactively replaced the lamp and ran lamp energy and cell blank and. It was also found during the visit that the lab is experiencing a water quality problem (ph ~5.0). The fse calibrated the co2 liquid and concentrate assays, quality controls and precision were run and all passed successfully. Upon a follow up, the customer stated they are now using the assay . It is unknown if the water problem had been resolved. The cause of the discordant, falsely elevated co2 results is unknown. The cause of the customer using wash solution past expiry date is failure to follow instructions. The instrument is performing within specifications no further evaluation of the device is required.

Event description:
Discordant, falsely elevated carbon dioxide-liquid (co2-liquid) results were obtained on one patient sample on an advia 2400 instrument. The sample was repeated in duplicate on the same instrument, resulting high on the first repeat and as expected on the second repeat. The discordant results were not released to the physician(s). The sample was repeated on another advia 2400 instrument and the result matched that of the second repeat on the initial instrument. The result from the second repeat was reported to the physician(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.

Manufacturer narrative:
Additional information (08/04/2013) : the service contractor of the labs water system visited the site to perform a routine service, and the quality of the water was verified. The water problem has been resolved.